Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer experienced an issue with an intuitive product. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: nothing was detached or broken off the instrument. Customer is unsure if there was non-intuitive motion. There were grasping issues during surgery and a broken cable was found. The procedure was completed using a new prograsp forceps.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.